Event description:
The customer reported that the system displayed visualization exited unexpectedly error and the system would freeze up after attaching the polhemus receiver cable.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable and no additional service information was provided. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on april 26, 2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.